Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. A temporary wire was placed as the patient is dependent and a new system will be implanted in a few days. The local field representative (fr) inquired about noise response. The fr indicated that bovee cautery was being used and the device was programmed to dual chamber pacing, sensing and response with a lower rate limit (lrl) of 75. There was a short period of asystole during the extraction. Technical services (ts) indicated that in order for noise response to engage, the noise window would have had to be continuously retriggered for the entire lrl (800 milliseconds) for the device to pace due to noise response. The fr also indicated that during the procedure, he came back and received a message that the electrogram's (egm) were turned off and he was unable to re-establish telemetry. Ts discussed the 3 times that are applicable when the radiofrequency is active and out of storage: 2 minutes is a patient confirmation, 15 minutes real-time egm's are turned off; however, they can be re-established by hitting the confirm button, and the 60 minute disable rf.